Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation; based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 23:12:05 on (B)(6) 2020 through 11:07:03 on (B)(6) 2020, per the timestamps. A low speed event was captured on (B)(6) 2020 which resulted in a pump stop while the patient was connected to battery power. One motor stopped alarm was captured during the pump stop event and the abnormal pump operation was associated with low speed hazard and low flow hazard alarms. Following this event, the pump was able to regain and maintain the fixed speed for the remainder of the file. Of note, during the pump stop event on (B)(6) 2020 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered following these events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The account reported that the patient did not recall any unusual events or hearing any alarms from (B)(6) 2020. No diagnostic tests, such as x-rays, were performed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have a pump off, no external power, low flow, and low voltage alarm on (B)(6) 2020. The patient also has a no external power and low voltage alarm with an associated speed drop to 4070 rpm. The patient denies hearing any alarms. The patient also had multiple no external power and low voltage alarms. It was requested that the log files be assessed for a short-to-shield, phase-to-phase, or other possible issue. Technical services (ts) reviewed the log file and reported that the file captured the low voltage hazard and no external power event on (B)(6) 2020. It was also noted that the speed dropped to zero during that time which was strange because the backup battery appears to have been enabled when both power leads were disconnected from the controller. It was also noted that the patient uses battery power exclusively. Ts noted that sleeping on battery power is not a recommended practice. The product performance engineering (ppe) team reviewed the log file and reported that there appears to be an issue with the patient's driveline. Specifically, there appears to be a phase-to-phase short because the issues are occurring when the patient is on batteries. A member of ppe explained that when there is shorting in the wires, it sometimes pulls on the current from the batteries which makes the voltage drop very quickly causing the no external power to be flagged. It is possible to tell the difference between the cables being disconnected and a shorting issue because the voltage drops will be the same values for both cables and will return to normal limits within seconds. Because of what was seen within the log file, it is believed that the main issue in this case is with the driveline and not the controller. Additional information received on 16sep2020 reported that the previous dates of driveline taping are unknown (reference MFR #2916596-2020-04620) and there was no new damage to the driveline that would require additional taping. There have been no diagnostic tests performed to look at the internal integrity of the driveline.